Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: there were three access kits originally set to be used for three levels at the beginning of the surgical procedure. The first level with synflate was made per the operating guide. It was reported that during the procedure, the surgeon decided to only operate on one level instead of three. After injecting the cement through the bone filler, the surgeon decided to remove it about ten minutes later using oscillating moves. During this movement the first centimeter of the bone filler broke on the cement cloud. Once the surgery was complete; impossible to track the correct lot number of each bone fillers. There were no reports of a revision or a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date: 13h23-1 / expiry date: 08/01/2015; 13h26-1 / expiry date: 08/01/2015; 12k05-1 / expiry date: 11/01/2014. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing date: reported as three possible lot numbers: 13h23-1 / 08/28/2013; 13h26-1 / 08/28/2013; 12k05-1 / 11/07/2012. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition; the investigations have shown that one of the returned tips is indeed broken off. Unfortunately it cannot be determined how this breakage occurred. It is reasonable that too much force was applied or the cement set faster. This cannot be confirmed as there was no further information provided. The manufacturing records of all three mentioned lot numbers were reviewed and no complaint related issues were found. There has not been a single complaint of such nature so thus far, therefore it can be determined that there must have been some complication during use as no other tips were affected. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.